Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 450 mg/dl with ketones. Customer also reported experiencing headache, stomachache, abdominal pain, vomiting and breathlessness. Customer was then admitted to the emergency room (ER) where they stayed for 4 days and were treated with potassium and insulin drip. The cause of high bg was unknown, and a system check revealed that pump was working as intended. Reportedly, continuous glucose monitor (cgm) was not in use at the time of event.